Event description:
It was reported that, "when surgeon took a 12 week post op xray, the t2 5.0 partially threaded locking screw in the talus had backed out. The internal compression screw was used to lock the 5.0 locking screw to the nail, but still backed out. Reason for surgery, patient has ankle arthritis and surgeon also noted that patient had copd.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be performed on a supplemental report.